Event description:
It was reported the lens was removed and replaced without complication, due to the improper dioptric power initially implanted and the patient's poor visual outcome.

Manufacturer narrative:
Half of an intraocular lens optic was received precluding analysis of the diopter. Based on the review of the device history records we could not confirm the alleged complaint and did not find any assignable cause for the unexpected post operation refraction. All test results performed during the manufacturing process were within specifications. While we are unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.